Manufacturer narrative:
(B)(4). Returned product consisted of the watchman access system (was). The device was bloody. The hub, shaft, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage including delamination and it was misshapen. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 25 january 2018. It was reported the anatomy was not conducive for an implant. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was advanced; however it was noted that the depth of the opening of the laa was shallow. The was removed; no damage was observed. The physician changed to another product to complete the procedure. No patient complications were reported and the patient status was stable. However, device analysis revealed inner liner delamination.